Event description:
Information was received that during use of this smiths medical cadd solis vip pump, over infusion was noted. It was reported that the programmed infusion was expected to end after 48 hours but ended 4 hours early. No reported adverse effects.

Manufacturer narrative:
Cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched lens and air bubble in downstream occlusion seal. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. Customer was running infusion of .5ml/hr for 48 with 100ml reservoir. At that rate it would only infuse 24ml. The unit is 6% over on accuracy. That would be 25.4ml over the 48 hr period not near the programmed 100ml reservoir, and they received air in line alert. According to the investigation, the information given doesn't match up to history. The complaint along with program history would suggest a 400% over infusion to get an empty reservoir, not the 6% the pump is at currently. According to the investigation the customer concern, based on the 100ml reservoir programmed, and the rate it was programmed for suggests that the pump delivered 400% more than it was programmed to, in order to trigger the air in line because of an empty reservoir. However, investigator confirmed the unit was over infusing, and it was off by 6%. The pump expulsor was replaced as a preventive measure. The problem source of the reported problem is unknown.